Event description:
Phillips sonicare toothbrushes now build up mold in areas they say to clean, but which are not possible to clean/dry as per their directions. I do not think that putting moldy objects in my mouth is a safe concept. I have heard the same complaints from others and it seems to have begun when the (B)(4) changed the suggestion to get a new brush every 3 months instead of every six months. The quality of the brush went downhill immediately and the problems began. I did contact them but found stupidity. Thank you, (B)(6). Number of victims: 3. Incident, no injury. The product was not damaged before the incident. The product was not repaired before the incident. The product was not modified before the incident.